Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. As received, the monitor had failed incoming functionality testing. Upon evaluation, the monitor belt receptacle was broken off, damaging the case where the belt receptacle attaches. Additionally, the enclosure cover was cracked. The cause of the reported failure is excessive force placed at the receptacle. The cause of the cracked enclosure cover is physical damage. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. The root cause of the enclosure cover crack is physical damage.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it had a damaged monitor case.